Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1910122. D.4. Medical device expiration date: 2024-09-30. H.4. Device manufacture date: 2019-10-18. D.4. Medical device lot #: 1811504. D.4. Medical device expiration date: 2023-10-31 . H.4. Device manufacture date: 2018-11-22 . D.4. Medical device lot #: 1806101. D.4. Medical device expiration date: 2023-05-31. H.4. Device manufacture date: 2018-06-08. D.4. Medical device lot #: 1903116. D.4. Medical device expiration date: 2024-02-29. H.4. Device manufacture date: 2019-03-26. . H.6. Investigation summary a total of fourteen samples were provided to our quality team for investigation. Samples consisted of protectors from lots 1910122, 1811504, 1806101 and 1903116. The product was evaluated and no damage or defects were observed. Functional testing was performed, connecting the protectors to a sample vial using the m12 assembly fixture. In all cases liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. A device history was performed and found no no-conformances related to the reported issue during production of the suspected lot codes. Based on our quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It is important that the protector is completely vertical when connecting to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team.

Event description:
It was reported that protector p14 leaked.the following information was provided by the initial reporter: "accident during the preparation of keytruda: after capping, the needle was not quite straight. Consequence : leakage when medication was applied. Lost 2fl 200 mg. Cost per bottle: 3668 euro"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that protector p14 leaked. The following information was provided by the initial reporter: "accident during the preparation of keytruda: after capping, the needle was not quite straight. Consequence : leakage when medication was applied. Lost 2fl 200 mg. Cost per bottle: (B)(6) euro."